Event description:
It was reported via the MFR's implant card that a pt had lead and generator replacement surgery due to a lead discontinuity. The explanted lead and generator have been returned and are currently in product analysis. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.